Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded electrogram (egm) where failing to sense properly was suspected and the physician also thought that premature ventricular contraction was present. There was a high amount of rhythmiq episodes stored. Programming options were discussed, and the pacemaker remains in service at this time. No adverse patient effects were reported.